Event description:
It was reported that unit images and monitor content will not show on ge boom arm monitor. No procedure was involved and no patient was affected. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).